Event description:
Same case as: 6000089-2007-00385. This complaint is now reportable based on the analysis completed on 05/04/2007. It was reported that during a coronary drug eluting stenting treatment procedure, a embolism and balloon leak occurred. The lesion being treated was located in the calcified circumflex (cx) artery. Access was gained through the right femoral artery. The lesion was predilated with a 2.5x9 mm maverick balloon. The physician attempted to place a 3.00x24 mm taxus express2 drug eluting stent in the cx, when he noticed the die was leaking. The stent was removed and another 3.00x24 mm taxus express2 drug eluting stent was used. When attempting to inflate this stent, the sides of stent inflated or dog boned. The physician continued to try and take it up and down, but had no success. When pulling back, the stent dislodged into the left main (lm). Then the physician inserted a 1.25x20 mm maverick balloon into the dislodged stent, inflating the balloon up to 5 atms. The stent was then advanced and placed in the cx. The event is believed to be caused by the sharply calcified lesion. Medications used: versed, heparin, fentanyl, angiomax, nipride, and integrilin. Pt status reported as "ok". However, the returned product confirmed stent damage.

Manufacturer narrative:
Device analysis cannot confirm the complaint reported. It was not possible to inflate the balloon due to the presence of solidified blood within the inflation lumen of the device. Visual and microscopic examination of the returned device revealed proximal stent damage. The stent struts were severely misaligned. Solidified blood was present within the inflation lumen of the device. No kinks or damage was noted on the hypotube. The balloon and tip profiles were visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. Attempted to inflate the balloon with an encore inflation device, however, it was unsuccessful due to the presence of solidified blood present within the inflation lumen of the device. A review of the shop floor paperwork for the batch found that the device met its material, assembly and product specifications.